Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following thrombectomy the patient expired. The thrombosis target lesion was located in the left external and common iliac vein. Access was gained via the left popliteal. Thrombectomy was successfully completed in the left lower extremity with an angiojet® zelantedvt¿ catheter. Run time was approximately 300 seconds, upon completion there was no remaining thrombus noted. The following evening the patient expired due to pulmonary embolism. The physician does not believe the angiojet. Contributed to the patient's death. Physician believes that the patient had a pulmonary embolism that was caused by her thrombogenic state, secondary to cancer or that a pulmonary embolism was assumed because she had a dvt procedure.